Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the patient was having retention since the procedure on the 18th. They started working with changing the medications to fight the retention. The patient had also been having urgency problems before, but the retention seems to be increasing. They increased the torsimide (sp) and started bladder scanning the patient 3 times a day. The patient needed to go to using a catheter all the time now. The caller reached out to the urology team and they said they do not do the actual adjustments and to call the manufacturer representative (rep) to come and adjust the sensitivity on the device. Reviewed the role of the representative and provided the caller with the nas number for the representative to call. The issue was not resolved through troubleshooting.